Event description:
Approximately 1.5 hours after a hemodialysis treatment initiated at outpatient facility center, the user became unresponsive. Vital signs were stable during this event. Hemodialysis treatment was discontinued. A deep sternal rub around the user. No additional medical intervention given.

Manufacturer narrative:
No product malfunction has been alleged. Diagnostic logs are pending receipt for further investigation. The user's guide contains adequate information regarding risks associated with dialysis therapy and the need to monitor to detect potential complications early and initiate appropriate remedial measures if necessary.